Manufacturer narrative:
Concomitant medical products - model: 1688tc, competitor lead; implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a live call notification was completed to the patient¿s clinic after receiving an alert notification. The physician was notified that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), and high rate non-sustained episodes. Additionally, there were alerts for noise and out-of-range/high pacing impedance and the lead exhibited high thresholds, non-capture, frequent oversensing, and oversensing noise which resulted in the patient receiving inappropriate therapy. A lead fracture is suspected. Reprogramming was completed and eventually a lead revision procedure was completed. The low voltage, pace/sense portion of the rv lead was capped, and an existing, previously capped competitor lead was reused as the rv pace/sense lead. The high voltage, defibrillation coils of the rv lead remain in use. No further patient complications have been reported as a result of this event.